Event description:
During review of programming history, high impedance was noted on (B)(6) 2008. The device was interrogated at shipping settings. Subsequent system diagnostics on other dates indicate normal impedance.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death or serious injury.